Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication, she fell out of a bathtub and hit her head on the toilet, which resulted in the patient going to the hospital where x-ray were performed. The patient noted she turned off the implantable neurostimulator (ins) for the x-rays. The patient noted since then she has not been able to turn therapy back on. The patient stated the x-rays were unrelated to the device or therapy. It was noted the patient had not been recently implanted or had a revision. It was noted the patient used the antenna when trying to connect. The patient power off/on the programmer but this did not resolve the issue. The patient confirmed the antenna was secure but this did not resolve the issue. There were no symptoms reported. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.